Manufacturer narrative:
This is our initial report on this incident.

Event description:
The customer reported that a strong antibody screening result of sample was called (B)(6) when tested with biotestcell 1&2 on tango infinity. The customer reviewed the results and edited this result to (B)(6). Another weak (B)(6) result (passively acquired anti-d; rhogam) was also called negative by the instrument. The customer did not edit this result. The customer returned three samples and also the supposedly defective product for investigational testing. At the time we received the customer's samples on our premises, the supposedly defective product was already expired. Therefore our quality control laboratory tested the samples with their retention sample of the current lot of biotestcell 1&2 (lot 8815011-00) on tango infinity. All three samples yielded (B)(6) results. The retention sample of the supposedly defective biotestcell 1&2 lot was tested with different samples and controls on tango infinity within its shelf life and reacted as expected. Testing by our quality control laboratory confirmed that the allegedly defective lot of biotestcell 1&2 functions correctly. A review of the batch record documentation showed no irregularities which might have negatively affected the quality of both allegedly defective lots. The affected tango infinity was inspected. Evaluation of the data is still ongoing.

Manufacturer narrative:
This is our final report on this incident.

Event description:
The customer reported that a strong antibody screening result of sample was called negative when tested with biotestcell 1&2 on tango infinity. The customer reviewed the results and edited this result to positive. Another weak positive result (passively acquired anti-d; rhogam) was also called negative by the instrument. The customer did not edit this result. The customer returned three samples and also the supposedly defective product for investigational testing. At the time we received the customer's samples on our premises, the supposedly defective product was already expired. Therefore our quality control laboratory tested the samples with their retention sample of the current lot of biotestcell 1&2 (lot 8815011-00) on tango infinity. All three samples yielded positive results. The retention sample of the supposedly defective biotestcell 1&2 lot was tested with different samples and controls on tango infinity within its shelf life and reacted as expected. Testing by our quality control laboratory confirmed that the allegedly defective lot of biotestcell 1&2 functions correctly. A review of the batch record documentation showed no irregularities which might have negatively affected the quality of both allegedly defective lots. The affected tango infinity was inspected by our field service engineers and confirmed to operate within specification. As to the database and metrology certificate, no problems with ssc ii quality control testing occurred on the days of issue and during fse visit. It is likely that the reported problem is related to sample specificities, because one sample contained cold agglutinin and the other passive anti-d considering a weak antibody within this sample, which may be consequently close to the detection limit of the solidscreen ii method.